Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) met expected longevity.

Event description:
It was reported that during device removal the header separated. There were no patient complications reported as a result of this event.